Event description:
It was reported that an inflammatory mass was found at the end of the catheter tip. No pt symptoms were reported. The pump contained morphine 25 mg/dl at a rate of 21.9 mg/day in simple continuous mode. On the day of discovery of the mass, the pump was filled with preservative-free normal saline at a rate of 0.0480 mg/day. As of the date of this report, the mass had not decreased in size. Add'l info has been requested from the hcp, but was not available as of the date of this report.